Event description:
It was reported that pump displayed malfunction alarm code malf 24 with fault ID 24-0x2219 and could not be reset, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump.